Manufacturer narrative:
The reported event of over-sensing was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality with battery voltage above eri. Further sensitivity evaluation measured at nominal settings found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Pacing inhibition was noted.

Event description:
Related manufacturer report number: 2017865-2023-50517. It was reported during in clinic follow up that noise was seen on the ventricular channel. This noise resulted in oversensing and patient syncope. The source of the noise was unable to be conclusively attributed to the pacemaker or right ventricular lead, so on (B)(6), 2023, the device was explanted and the lead was capped. The patient was stable and asymptomatic.